Event description:
It was reported that the protege ef stent was used to treat a 70% stenosis due to plaque in the mid superficial femoral artery during a peripheral procedure. After the guidewire passed through the lesion and the stent was deployed through the guidewire, disintegration-like changes occurred at the proximal end of the stent when it was deployed to half its length. The lesion exhibited moderate tortuosity and moderate calcification. The device was prepped according to the instructions for use. The stent remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for complaint investigation. The customer¿s report of ¿after the guidewire passed through the lesion and the stent was deployed through the guidewire, disintegration-like changes occurred at the proximal end of the stent when it was deployed to half its length¿ cannot be confirmed from the returned device. Image analysis: the customer returned one image for evaluation. This image depicts a fluoroscopic image of the deployed stent in the patients anatomy, in the image the stent appears elongated. From the returned image the customer complaint of "after the guidewire passed through the lesion and the stent was deployed through the guidewire, disintegration-like changes occurred at the proximal end of the stent when it was deployed to half its length" can be confirmed. Additional information: the stent did not start to deform as it was crossing the lesion. There was no stent placement adjustment after initial flowering. No action could be taken as a result of the deformation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.